Event description:
The purge cassette tubing was loaded into the impella driver. There was leaking noted after the disc snapped into place at the time of priming tubing. The disc was removed and fluid was seen draining alongside opening. The disc was examined and noted to be delaminated and leaking on the posterior portion.